Event description:
It was reported that there was an atrial lead warning and that low impedance was observed on the lead. The patient complained of feeling a twinge at the pacer site. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.